Manufacturer narrative:
Event site postal code: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID #: (B)(4).

Event description:
It was reported that after inserting the intra-aortic balloon (iab) along the guide wire, the guide wire could not be pulled out from the central lumen. The iab was removed along with the guide wire and another iab was inserted successfully. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and no blood was detected. The extender tubing was returned with the original 0.025¿ guidewire separate from the iab. Three kinks were found on the catheter tubing at approximately 72.9 cm, 73.9 cm and 76.2cm from the iab tip. No other defects were observed. An underwater leak test of the balloon, catheter, inner lumen, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The technician then attempted to insert the returned 0.025¿ guide wire through the inner lumen of the returned iab and no resistance was felt during insertion and removal. There were traces of blood found. The evaluation determined kinks in the catheter tubing. It is difficult to determine when or how a kink in the catheter occurs. Although we did not repeat this event in the laboratory setting, a kink in the catheter can cause difficulty to remove the guidewire from the iab. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #: (B)(4).

Event description:
It was reported that after inserting the intra-aortic balloon (iab) along the guide wire, the guide wire could not be pulled out from the central lumen. The iab was removed along with the guide wire and another iab was inserted successfully. There was no reported injury to the patient.